Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID hh9020tdd lot# serial# (B)(6); implanted: explanted: product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl, dilaudid and bupivacaine via an implantable pump. Boluses per day 8. The indication for use was non-malignant pain. The patient reported their ptm (personal therapy manager) device was getting stuck at 91% a lot. The patient mentioned that their pump was refilled today and that their hcp (healthcare provider) provided them with instructions on how to address the handset lagging. However, the steps they followed did not make a difference. The agent reviewed data and assisted the patient in deleting the data. The patient was able to connect to the pump without any lag. The patient stated seeing 12 hours lockout screen.